Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the electrical reset alert. Analysis of the device memory indicated a power on reset occurred. An illegal address por is recorded on (B)(6) 2014.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por). The reset did not affect operation of the device and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.